Manufacturer narrative:
Updated data: b5 d4 h6 medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve exceeded the allowable number of recaptures and was retrieved from the patient.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date: na ; explant date: na product ID l-evolutfx-2329 (lot: 0012642933); product type: 0195-heart valves; implant date: na ; explant date: na product ID l-evolutfx-2329 (lot: 0012642933); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve, delivery catheter system (dcs), and compression loading system (cls) were replaced for an unknown reason related a recapture limit. The procedure was subsequently completed successfully using a new valve, dcs, and cls. No patient complications have been reported as a result of this event.